Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous circumflex (cx) artery. The artery was buddy wired with two balanced middle weight (bmw) universal guide wires. The 2.75x38mm xience xpedition stent implant was deployed successfully. The first bmw guide wire was removed without issue. During removal of the second bmw guide wire, strong resistance was felt and the guide wire separated. It was noticed that the tip of the guide wire had been trapped in the deployed xience xpedition stent implant. The proximal end of the separated guide wire was successfully removed; however, attempts to snare the separated distal tip from the deployed stent implant were unsuccessful. As a result, a 3.0x12mm xience xpedition stent implant was deployed to fully crush/embed the guide wire tip between the deployed stent implant and the vessel. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 2.75x38mm rx xience xpedition stent mentioned is being filed under a separate manufacturer report number. Concomitant product: 2.75x38mm xience xpedition. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.